Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2017-00311. The patient had 4 leads (3 from lot ab2251 and 1 from lot ab2189) placed as part of his axium neurostimulator system. It was reported during the implant procedure, after 4 leads had been placed, the patient experienced a drop in his blood pressure. The physician removed the leads at which time the patient's blood pressure returned to normal. The physician then abandoned the procedure. Follow-up information indicated the patient is doing fine and plans to have another system implanted at a later date.